Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced ineffective stimulation. System diagnostics determined high impedances and xrays revealed fracture on s2 lead. The patient underwent surgical intervention where in the lead was explanted and replaced with another model which resolved the issue.